Event description:
The stent did not cross the target lesion. It bent when it entered and broke. The product was clinically used and will be returned. The product is available for testing and eval. Additional info has been requested and will be submitted within 30 days upon receipt.